Event description:
Rn was placing a new poly midline. After accessing the vein and threading the guidewire, rn attempted to insert a drop in galt introducer. A small nick was made prior to attempting to place dilator/introducer, however, despite sufficient nick in skin, the introducer would not advance past the peel-able sheath. Additional small nick made, and dilator/introducer attempted again, but still unable to advance past peel-able sheath. Introducer removed again and inspected for defect. Upon inspection, sheath noted to have defect and was curled and/or peeled back at the tip. As a result, the patient experienced mild pain/discomfort and mild/moderate amount of blood loss. A celox patch was placed, and pressure held at site for approximately 5 minutes before dressing applied.